Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 500 mg/dl with polydypsia associated with a prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that there was an auto off alarm observed in the alarm history. It was reported that the loss of prime had occurred one time. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has been requested to be returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.